Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) did not pace. The epg passed incoming inspection and all incoming functional tests with no anomalies observed. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not pace when staff attempted to use it at the facility. The epg was received into service. No patient complications have been reported as a result of this event.